Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate date is between (B)(6) 2021. (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's operative eye as he suffered from blurry vision and decreased visual acuity. The pre-operative (op) distance visual acuity (va) was 0.8 and post-operative distance visual acuity decreased to 0.3. There was no delay in treatment and no other reported interventions required. A non-johnson & johnson lens was implanted as a replacement. Post-operatively, the patient has good results. The patient has a post-op va of 1.0 and near distance va is j1. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: mar 22, 2022. Section h3: device returned to manufacturer: yes. Device evaluation: based on the return condition of the lens, no further evaluation could be performed. No defects that could contribute to visual issues were observed. The complaint issue could not be confirmed, and no product deficiency could be identified. Conclusion: based on complaint investigation results, returned product, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.